Manufacturer narrative:
Sc-8216-50 (B)(4) device evaluation indicated that the visual inspection revealed distal electrodes #12-16 were completely dislodged from the paddle silicone, and not returned. Visual inspection also revealed distal electrode #11 was partially dislodged from the paddle silicone, but still attached to its respective cable. The lead body was cleanly cut during the explant procedure. There were no exposed cables.

Event description:
A report was received that the patient had inadequate pain relief due to lead migration. It was noted that the lead was damaged. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the distal electrodes were remove from the patient's body.

Event description:
A report was received that the patient had inadequate pain relief due to lead migration. It was noted that the lead was damaged. The patient underwent a lead replacement procedure.